Manufacturer narrative:
(B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was a new drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically? Device return status: we regularly contact with sales rep about the device returning. No further information will be provided". The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast and endocrine surgery on (B)(6) 2022 and a drain was used. During surgery, at the time of insertion of the drain, the needle was passed through the pt skin, and when the drain part was drawn out, the needle and the drain part were split. The product was used on mammary gland. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. One complaint sample was received for evaluation, during investigation it was found that trocar was separated from the drain, and partial part of drain was well adhered to embedded area of the trocar. Which shows that bonding between needle and drain was strong and trocar needle did not came off from the drain. External factors like improper handling and improper usage al user end could not be ruled out. Therefore further investigation of the sample was not possible. Retain samples were checked for lol # and have not found any odour. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.